Event description:
Info received indicates fluid ingress onto the power control board causing a loss of head up function.

Manufacturer narrative:
The technician cleaned the lockout contacts on the power control board to repair the bed.